Manufacturer narrative:
Unique identifier (UDI) #: (device identifier) - (B)(4). Approximate age of device ¿ 2 years and 6 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
On (B)(6) 2015, the patient was implanted with a heartmate ii lvad as a bridge to heart transplant. On (B)(6) 2018, it was reported that the patient's lactate dehydrogenase (ldh) level increased to 1200 u/l from a baseline of 600 to 700 u/l. The patient was started on aggrenox (aspirin and extended-release dipyridamole) on an unreported date in (B)(6) 2018. No further information was provided at the time of this report.

Manufacturer narrative:
The device remains in use and was not available for evaluation. A direct correlation between heartmate ii lvas and the reported event could not conclusively be established through this evaluation. The log file appeared to show the system operating as intended. No atypical alarms were captured and the pump speed remained above the low speed limit for the duration of the log file. The heartmate ii lvas instructions for use (IFU) lists hemolysis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system and provides information regarding the recommended anticoagulation therapy and inr range the patient remains ongoing on heartmate ii lvas and no further events have been reported. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.